Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a discordant non-reactive vitros anti-hcv result from a single patient sample when tested using a vitros anti-hcv reagent lot 5551 on a vitros 3600 immunodiagnostic system. The result was considered discordant when compared to positive results obtained from a non-vitros recombinant immunoblot assay (riba) method and repeat testing on the vitros system. Patient 1 vitros anti-hcv result of 0.80 s/c (non-reactive) versus the expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reactive vitros anti-hcv result was not reported from the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4) .

Manufacturer narrative:
A customer reported a discordant non-reactive vitros anti-hcv result from a single patient sample when tested using a vitros anti-hcv reagent lot 5551 on a vitros 3600 immunodiagnostic system. The result was considered discordant when compared to positive results obtained from a non-vitros recombinant immunoblot assay (riba) method and repeat testing on the vitros system. A definitive assignable cause could not be determined. A potential cause of the event was an unknown sample related issue associated with the initial test event, all subsequent testing produced the expected reactive result. Based on the historical quality control results provided the customer, a vitros anti-hcv reagent lot 5551 performance issue is not a likely contributor to the event. Qc data obtained by the ortho tsc were within the appropriate classification areas. Within run precision testing on the instrument obtained results within ortho guidelines indicating an instrument issue is not a likely contributor to the event. However, as this within run precision testing was not performed at the time of the event and instrument issue cannot be completely ruled out as contributing to the event. In addition, it was not possible to establish if the customer is following the sample collection device manufacturer's recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros anti hcv reagent lot 5551.